Event description:
It was reported that the implantable cardiac monitor could not be interrogated. It was noted that the patient had magnetic resonance imaging performed recently. No intervention had been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.